Event description:
According to the reporter, it was opened just before use, but it was very dry. During a surgery, the first patch was so fragile that it crumbled and was not possible to place into the trocar without it breaking into pieces and so the surgeon refused to use it. Then, the second patch was also very dry, but it was possible to roll it and insert it into the trocar but it splits or opened into 2 inside the patient¿s body. There was no patient injury reported.